Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgery was performed and examination revealed a crack in the pump connecting tube. All components were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient presented at the hospital due to this inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgery was performed and examination revealed a crack in the pump connecting tube. All components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported crack in the connecting tube was not confirmed; the returned device performed within specification during product testing. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined; no damage was found upon inspection. The cylinders passed the leak and pressure tests performed. The rear tip extenders were visually examined and no damage was found upon inspection. The pump was leak tested, visually inspected, examined and functionally tested; no damage was found upon inspection. The pump performed within specification during functional testing. The spherical reservoir was visually inspected, leak tested and examined. There was a leak in the reservoir adapter strain relief that was the result of a sharp instrument damage consistent with explant. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.